Event description:
Event description guidant received information that this pacemaker was explanted due to an infection. During the explant procedure, it was reported that the pacemaker inhibited therapy during eletrosurgical cautery in doo mode with magnet application.